Event description:
It was reported that patient underwent a right knee revision approximately five years post-implantation due to loosening of the tibial tray and stem. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10 medical devices: nexgen 15mm diameter 30mm length straight stem extension, catalog #: 00598801215, lot #: 64063457. 18mm diameter 100mm length straight stem extension, catalog #: 00598801018, lot #: 63002968. Fem size f right, catalog #: 00588011602, lot #: 64111549. 17mm height size f articular surface with hinge post extension, catalog #: 00588006017, lot #: 63700159. Tibial block and screws precoat size 5 10 mm thickness, catalog #: 00598800527, lot #: 64146426. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, d4, g3, g6, h2, h3, h6, h10, and h11. Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is no fracture or evidence of implant loosening. Bone quality is osteopenic. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the issue could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, g3, g6, h2, and h11.

Event description:
It was reported that patient underwent a right knee revision approximately five years post-implantation due to loosening. The entire construct was removed and replaced. No additional patient consequences were reported.